Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2018-00106 for the first patient. Refer to 9611594-2018-00108 for the third patient. It was reported that after placement, one suture broke due to alleged "suture weakness." No further information has been provided at this time.